Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va193p1, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative (rep) reported that during stage ii on date notified when the lead was uncovered and uncapped, it was found that the lead was mangled. The surgeon had problems trying to carefully connect the lead to the extension which resulted in contact 3 being non-functional. There was no emi or environmental issues related, and no patient symptoms alleged. No surgical intervention occurred or is planned. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.